Manufacturer narrative:
Section e3: occupation is field service engineer (fse). Precision test results suggested an issue with cell rinse functionality. The fse observed cell rinse overflow during priming. Adjustments were made. Instrument performance testing was acceptable. Sample alarms were observed on the alarm trace data. The customer had no further issues after the service visit. The service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crep2 (creatinine plus ver.2) assay on a cobas pro c 503 analytical unit. The sample initially resulted in a crep2 value of 200 umol/l. The sample was repeated two times, resulting in values of 104 umol/l and 103 umol/l. No questionable result was reported outside of the laboratory. The crep2 reagent lot number and expiration date were not provided.